Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that while pulling up medicine the medicine shot out from the side of the syringe onto patient's arm.

Manufacturer narrative:
Additional information was received on 16jul2024 stating that that there was a hole/crack in the barrel. Section b5 was updated accordingly.

Event description:
The customer reported that while pulling up medicine the medicine shot out from the side of the syringe onto patient's arm. Additional information received on 16jul2024 stated that there was a hole/crack in the barrel.

Manufacturer narrative:
Investigation summary: samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.